Event description:
Pt was having a laparoscopic cholecystectomy with grams peritoneal lavage. Prior to giving the surgeon the cholangiogram catheter, the scrub person tried to flush the catheter and it would not flush. Obtained another catheter, and that also would not flush. The third catheter flushed and was handed to the surgeon to utilize.